Manufacturer narrative:
The prograsp forceps was found to have a loose pitch cable at the proximal end in the backend of the bipolar forceps. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of the imprecise motion in the yaw direction is attributed to the loose of cable tension caused by the loose pitch cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had uncontrolled movements when the surgeon rotated the articulation. The customer confirmed that the instrument moved properly when moving left, right, up or down. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument jaws movement becomes erratic when rotating. It moves unpredictably (the jaws feel like they extend out more than normal), making precise control difficult. There was no timing issue with the instrument movement. No injury was caused by the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was unable to display the reported motion issue. The root cause of the failure mode cannot be confirmed without the returned device.